Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the stimulator had reduced capacity due to overdischarge.

Manufacturer narrative:
Concomitant products: product ID: 97791, product type: accessory. Product ID: 97791, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A patient implanted for non-malignant pain and failed back surgery syndrome reported via the manufacturer's representative (rep) that three to four months after implant their stimulator either didn't decrease pain or caused an increase in pain. They also felt periodic spasms when the stimulator was turned on. When the stimulator was turned off the symptoms went away. It was noted that several reprogramming sessions occurred during implant. The patient discontinued charging approximately three months ago and the stimulator was unable to be interrogated with the clinician programmer on (B)(6) which was the day of explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.